Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to the 6th most distal stent strut row; struts were lifted. The crimped stent outer diameter of the undamaged section of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.25 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.25 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.